Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: this is a complaint about fluid leaked out from the infusion bag fitted with the optima spike. IV line connection kit used in combination with the spike. While administering infusion by attaching the optima spike to the infusion bag and connecting it to the optima IV line connection kit, the fluid leaked out of the infusion bag and transmitted to the infusion set. The actual product is still in use by a patient and is scheduled for recall at a later date. Can we confirm with the customer, was the leak between the spike of the connector and the IV bag? Unknown: the leak was discovered when 515629 was connected to 515628, and anticancer drugs were transferred to the hospital infusion set connected to 515629. Anticancer drug contamination. The hospital did not confirm the location of the leak. What brand IV bag was being used? Otsuka pharmaceutical glucose 500ml. Was the spike fully inserted when the leak was observed? Inserted. Was there any patient or user impact? Yes. If yes, please describe: patient treatment delayed (the planned amount may have not been administered. The amount of leakage was confirmed; it was determined to be minimal and not a problem for treatment.) Patient and medical staff exposure to anticancer drugs was due to the anticancer drug leak.